Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the device was shocking him significantly. The patient reported that he hadn¿t charged it lately. The patient reported that every time he charged after in his neck, arms and sometimes legs, he got electrical shocks and it hurt him. The patient reported that he decided to stop charging it last week. The shock was quite substantial. The patient reported that when in the shower he couldn¿t raise his hand above his head. The patient reported that he got shocked when cutting meat. The patient reported that last week he got shocked eight times; it started out once and a while and now it was doing it regularly. The patient reported that the electrical shock was like being stuck in an electric socket. No further complications were reported.